Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure or drive stall. The needle mechanism was manually reset to a non-deployed state, and then redeployed. The needle mechanism was observed to deploy as intended. Timeouts along with a drive stall were observed in the pod data. The pod was reset and reran successfully with no timeouts or drive stall. The exact cause of the drive stall could not be determined. Because the device was received fully deployed, it cannot conclusively be determined if the high pulse widths with drive stall contributed to the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.